Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the hyperglide balloon was punctured. The device was replaced for the procedure. There was no harm or injury to the patient associated with this event. No additional medical or surgical intervention was required. The event did not prolong the patient's hospitalization.

Event description:
Additional information received reported the patient was undergoing cerebral aneurysm treatment. Vessel tortuosity was moderate. The device was prepared according to the instructions for use (IFU). The doctor tested the balloon before using it. The balloon performed as intended during the test. The balloon leak was in the middle. The contrast ratio was 50/50. The guidewire tip was shaped. The balloon was inflated and deflated 1 time. The injection rate was stable. A 5 ml syringe was used during inflation/deflation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.